Event description:
While the company representative was following up at the patient's group home to see another patient, he was informed that the patient had passed away. No further relevant information has been received to date. The suspect device has not been received to date.

Event description:
Information was received from the national death index indicating the correct date of death for the patient and the underlying cause of death was senile degeneration of brain.